Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels; however, no blood glucose value was provided. Customer consumed food and juice to raise bg level. Recommendation was made to consult health care provider to discuss factors that may affect bg levels.